Event description:
It was reported by the customer that the round tube of the drain broke in 3 pieces as the dr was removing it from the pt. There was no consequence to the pt reported. No other info was provided.